Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto-off alarms. The customer's blood glucose level was not impacted. The customer last interacted with the pump the night before. Tandem technical support reviewed the auto-off feature with the customer and the customer indicated that the auto-off time would be set for 14 hours.